Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, the physician dissected the coronary sinus ostium with the left ventricular (lv) lead allegedly due to difficult patient anatomy. The physician elected to cap the lv lead to resolve the event and the patient was stable with no additional consequences.